Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a diagnosis coronary procedure which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that when selecting live and dual fluoro on flex vision the screen goes blank. Upon functional testing, fse checked the error log and ran diagnostics on image processing circuits. To resolve the issue fse ordered and replaced the flexvision pc and hdd. After replacing flexvision pc it was identified that it had issues with software installation. After analyzing the system, fse confirmed the issue with incorrectly programmed for 2k2k resolution. To resolve this issue fse reprogrammed the imaging chain to the correct configuration. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision pc by the field service engineer followed by software installation and correct programming for 2k2k resolution resolved the reported issue and restored the functionality of the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that when live and dual fluoro were selected on the flexvision, the screen went blank. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.